Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure in left eye, the patient experienced blurred vision. Clinical reason for explant was mechanical complication of intraocular lens. The iol was exchanged for unspecified advanced technology intraocular lenses (atiol) 6 months 6 days following the initial implant procedure. Additional information has been requested.